Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 558 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin drip. Customer stated that the insulin pump cracked near battery cap. Customer declined troubleshooting for the high blood glucose level and damage. The insulin pump will not be returned for analysis.